Manufacturer narrative:
The device was not returned for evaluation, however, a photograph was presented and was visually inspected. During the visual inspection of the provided photo, blood in the dialysate side of both products was visible. The reported problem was confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a revaclear 400 dialyzer, an internal blood leak was observed. Treatment was discontinued without returning the extracorporeal blood to the patient. The dialyzer was replaced, and a new treatment was initiated. It was reported another internal blood leak was observed. It was reported the blood loss was ¿around 500ml¿ (250 ml from each dialyzer and circuit). There was no report of patient symptom, injury or medical intervention associated with this event. No additional information is available.